Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported). This report is filed january 22, 2015. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed april 15, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.